Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6)2017. No additional event or patient information is available. No product was provided for evaluation. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The complaint transmitter device was returned for evaluation. The returned transmitter was visually inspected and no defect was found. A voltage test was performed and it passed. Functional testing was performed and passed. Pairing testing was completed and passed. Previously, share log data was provided which confirmed inaccurate cgm values on the date of issue. The reported event of inaccuracies was confirmed. A root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).